Event description:
Reportable based on analysis completed (B)(6) 2012. It was reported that during a percutaneous coronary intervention (pci) procedure the maverick 2 monorail balloon catheter failed to cross the lesion. The 95% stenosed target lesion being treated was located in the severely calcified and moderately tortuous left circumflex (lcx) artery. Pre-dilation was performed. A 15mm x 2.00mm maverick 2 monorail balloon catheter was advanced to the lcx and was failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status is stable. However, returned product analysis revealed a balloon tear.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: magnified inspection of the returned maverick2 monorail balloon catheter revealed a longitudinal tear (9mm in length) in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).